Event description:
A 28mm diameter x 16 diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2003. Aneurysm and vessel morphology are unknown. It was reported that the pt was very ill. As the bifurcated device was being positioned for deployment, the lunderquist guidewire came out of position. As the guidewire and the stent graft were being re-positioned, it was reported that the wire kinked and then perforated the proximal part of the aorta. The pt's blood pressure dropped, the delivery catheter was removed, and an occlusion balloon was inserted and inflated into the infrarenal neck. The pt's blood pressure improved. With the occlusion balloon still in place, the bifurcated stent graft and its components were then deployed without difficulty. When the occlusion balloon was removed, the pt's blood pressure did not improve and the pt became unstable. Resuscitative measures were temporarily successful; however, the pt was unable to maintain blood pressure and expired on the table.